Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by mechanically removing the instrument from the arm. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) after the procedure that they cannot get the suction irrigator off of universal surgical manipulator (usm) arm 3. Tse reviewed the logs and found no errors. Tse assisted the customer to manually remove the suction irrigator from the arm. The customer stated that the instrument broke and the tip would not straighten up to get out of the cannula. The customer removed the cannula and instrument from the patient and worked on getting it removed on the side. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes the suction irrigator was inspected prior to use and no damage was observed. No fragments fell. The accessory was used 30-45 mins. The surgeon did not notice prior to the event. The accessory was unable to separate from the cannula without cutting the end of the irrigator per intuitive recommendation. No the cannula and irrigator came out together and the irrigator end still bent and unable to remove from the trocar and had to cut the end per recommendation in order to save the cannula irrigator not useable after that. Yes, the surgical staff feel any resistance upon removal of the instrument through the cannula. No, the surgical staff did not notice any damage to the cannula after the event occurred. The staff had to manually cut the end to separate from the trocar because the tip was bent. The accessory was cut outside the patient¿s body. No additional surgical procedures were done and the procedure was robotically completed. No patient injury or harm was done. No, the patient did not return to the hospital.